Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter with injection valve there was an issue with not being able to use the safety so leakage occurs.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter with injection valve there was an issue with not being able to use the safety so leakage occurs.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident.